Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had performance pull off suture needle and performance breakage suture. It was received for analysis nineteen unopened samples of product code sxpp1b450, lot pch927. The complaint sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects or breakage suture were observed. A functional test was performed, the pull force and tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle or breakage suture was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-86176, 2210968-2019-86177 and 2210968-2019-86178. Analysis results have been included in reports for each. Additional information was requested and the following was obtained: for each procedure, please provide specific number of devices that had needles pulled off the suture threads and specific number of devices that had suture threads broken, during use. I was told that all suture(s) were broke on the suture. Where they broke was different. Some near the needle, some middle, some after the first pass into tissue. Are actual sutures in both procedures available and being returned separately? They did not keep suture but did provide lot numbers used and that¿s what is being returned.

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2019 and a barbed suture was used. During the procedure,the suture would pop off at the swage or would break in the middle while passing through tissue. The procedure was completed with suture from a different lot number. There were no patient consequences reported. Additional information was requested.